Event description:
The customer contacted stryker to report that their device has excessive artifact on the paddles lead. In this state, the device may not have the ability to function in AED mode, and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.